Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a cardiomems patient with a left ventricular assist device (lvad) appeared to have an arrhythmia. The arrhythmia could have been atrial fibrillation (afib) with rapid ventricular response (rvr) or ventricular fibrillation (vfib). The patient's heart rate had been over 200 since (B)(6) 2024. It was recommended that the site do an echocardiogram (EKG) to determine the patient's rhythm.